Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to claim no audio output on (B)(6) 2015. At the time contact with dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of contact, dexcom technical support advised patient's father to test the alert functionality and reported alerts were not functional.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) was found to be broken. Functional testing and a manual drop test was performed and the test failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker.